Manufacturer narrative:
Return of the device for analysis is anticipated. If the device is received for analysis, a supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
The patient's blood pressure decreased following the fourth treatment with a diamondback coronary orbital atherectomy device. Imaging revealed a perforation and cardiac tamponade had occurred. Two stents were deployed and successfully restored flow and resolved the perforation. The patient was stable.

Manufacturer narrative:
Additional data: sex, other relevant history - information received 27 march 2019. Updated data: analysis of production records complete 1 april 2019. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).